Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, upon the third fire with idrive, the surgeon clamped the tissue, pushed the green button and pressed the blue toggle; however, the device did not start the fire. Pressing the blue toggle several times, nothing improved. Replaced by new sulu, the device worked fine. Last patient's status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.